Manufacturer narrative:
A qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The product was indicated to have been used in a surgical theatre where the temperature was below the recommended range in the IFU. Follow up information was provided that indicated both on saturday and sunday the theatre was very cold, between 8°c to 12°c and he cancelled the list due to how cold it was in theatre. He mentioned that the lenses were not working as he would normally expect but said this was down to the temperature of theatres/ovd being so cold. Per the instruction for use IFU: the operating room should be between 18° c (64° f) and 23° c (73° f) and viscoelastic at room temperature (i.e., removed from refrigeration) for 30 to 40 minutes before use. Lens folding and advancement are more difficult if the temperature is too cold and/or if the viscoelastic has not been allowed to come to room temperature. Using the product outside the recommended product use instructions can result in delivery difficulties or product damage. Fold lines/marks may occur with the use of an unqualified inadequate amount of viscoelastic is placed in the device, if the lens is advanced quickly initially and then slower to stay within the "at least 7 seconds" IFU target or if the operating room temperature is too cold (less than 18°c/ 64°f: the lens is less tolerant of faster than recommend advancement). Any of the above listed causes alone or in combination may create the observed damaged. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon inserted the lens and when the lens opened in the eye its reported that the lens was scratched and appeared creased. The lens was removed and replaced with another lens that also failed, and then the second lens was removed, and the 3rd lens was implanted. There was no patient harm. No further information available.